Event description:
The complainant reported a patient for cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. After insertion of the impella, laminar flow and low pulsatility were noted with the patient in second degree block in the 40's suction occurred only being able to achieve reduced flows at p-4, with pressors having to be increased to maintain mean arterial pressure >65. The decision was made to float a temporary pacer, after completion of the procedure wave forms appear to be more appropriate and able to start weaning pressors. While on support, the patient¿s hemoglobin dropped, getting as low as 6.5. One unit of blood product was administered. The patient had some rhythm changes while ambulating. The doctor advanced the temporary pacer and pressure to correct the rhythm. The impella flows were below normal range for associated p-level, the doctor at bedside believed it was a volume issue. The nurses were unable to get peripheral pulses as well, a systemic vascular resistance of 1550 was calculated. Furthermore, the patient¿s white blood cell count had increased and the patient was on vancomycin and zosyn. The nurse stated that an ultrasound showed deep vein thrombosis. A clot in the bilateral upper extremities and internal jugular. There was a suspicion of the patient being septic so blood cultures were drawn. The patient was started on a low-dose of levophed to combat hypotension. The patient did receive a bolus of fluid, which improved the hypotension and allowed for levophed to be titrated down. The patient could not support herself while standing up due to pain and weakness. Blood cultures were negative. The patient does have swelling in all extremities that was causing her pain and unable to rest. The patients extremities were tight and beginning to blister due to swelling and third spacing of fluid. Lasix drop was started at a low rate to diurese patient. Swelling was decreased. It was noted there was underlying suspected sepsis yet white blood cell count increased. There was a noted large discrepancy between the patient¿s arterial line and the placement signal of the automated impella controller. During the procedure, the doctor did have to use a clot retrieval device to remove the clot from inferior vena cava before able to advance the micra catheter. The patient was having suction events along with severe hypotension. The patient coded but return of spontaneous circulation was achieved. The resident reported pulseless electricity activity. An echocardiogram was at bedside right after code was done and showed the left ventricle was empty,. Blood was being returned from the continuous renal replacement therapy machine, and after full return, the ventricle appeared to be full and the impella in the incorrect position. Appropriate flows were reached with a higher p-level. Labs showed hemoglobin, platelets and hematocrit were low. The patient was positive for heparin induced thrombocytopenia. Before the p-level reduction, there were several self-limiting suction alarms. The impella did briefly alarm ¿placement signal low¿ during rounds. Of note aorta signal has been reading lower than a-line consistently and the impella position appeared to be unchanged. Care was withdrawn. As soon as the patient lost support of the impella 5.5, there was an immediate deterioration in her hemodynamics, which required the intensive care unit team to have to max out levophed as well as start epinephrine drops with rapid titration increases. Multiple rounds of advanced cardiac life support including shocks and cardiopulmonary resuscitation were given. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ this report represents the pump. A separate report was submitted to represent the automated impella controller. Refer to section h.10 for the related report number.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The event describes a patient presenting with non¿st-elevation myocardial infarction and cardiogenic shock. The patient presented to the emergency department with two days of chest pain and wheezing. Electrocardiogram demonstrated right bundle branch block, and there was concern for pulmonary edema and new-onset congestive heart failure. The patient was taken to the cardiac catheterization laboratory, where angiography revealed an occluded right coronary artery and diffuse disease of the left anterior descending artery (lad). During planned lad angioplasty, acute thrombosis occurred, left ventricular end-diastolic pressure increased to 44 mmhg, and ventriculography demonstrated severely reduced ejection fraction. The procedure was aborted, and a decision was made to place an impella cp and transfer the patient for surgical evaluation. Percutaneous impella cp insertion was unsuccessful due to inability to advance the device across the iliac artery after multiple attempts. Due to clinical deterioration, an intra-aortic balloon pump was placed. This represents a serious injury event involving the impella cp device. The patient was transferred to an outside hospital, where cardiothoracic surgery determined the vessels were suitable for impella 5.5 placement. An impella 5.5 was surgically implanted via the right axillary artery for mechanical circulatory support as a bridge to possible cardiac surgery. During impella support, the patient experienced multiple complications that can be associated with patients in cardiogenic shock, including arrhythmia, anemia, heart block, ischemia, inflammation, pain, hemodynamic instability, thrombosis, hypotension, and cardiac arrest with return of spontaneous circulation. After approximately 27 days of support, the impella 5.5 was surgically removed at the ICU bedside. Following device removal, the patient experienced immediate hemodynamic deterioration requiring maximal vasopressor support, including norepinephrine and epinephrine. Loss of arterial line pulsatility was noted, and advanced cardiac life support, including defibrillation and CPR, was performed without successful resuscitation and the patient expired. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Pump suction - data log review showed suction events occur throughout case. The cause of the pump suction was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. Low or blocked pump flow - data log review confirmed flows at p-7 dip below the expected 3.9-4.5 l/min. The cause of the low pump flow was patient condition related to low volume. Device in wrong position - the cause of the device in wrong position was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. Optical sensor issue - the cause of the optical signal issue was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. Heart block, hemodynamic instability, anemia, hypotension, pain, inflammation, cardiac arrest, sepsis, thrombocytopenia: the causes of these injuries were not determined due to insufficient clinical details. Arrhythmia, thrombosis, ischemia, infection: the root cause of the injuries was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.